Event description:
On 4/26/2024, it was reported by a sales representative via (B)(4) and (B)(4) that an ar-6485 synergy cw4 arthroscopy pump was incorrectly reading the pressure and causing too much fluid to be pumped. This caused the patient's leg to swell very fast. And the ar-6413 tube set was then "ruined" after the event. The procedure had to be stopped to get the swelling under control. This was discovered during a procedure. Additional information was received on 5/3/2024: this was discovered during a knee arthroscopy with removal of loose body and a tibial tubercle osteotomy on (B)(6) 2024. Due to the malfunction, they decided not to do the osteotomy after this problem occurred, and therefore, the procedure was only a knee-scope procedure. The excess fluid was located on the right leg. The procedure to remove the excess fluid occurred during the initial surgery and was done by the surgeon by pushing on and squeezing the leg to remove the fluid manually. No case delay was reported, or additional anesthesia was needed, and the patient was discharged the same day.

Manufacturer narrative:
-Complaint was not confirmed. -one unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. -visual inspection noted no problems with the device. -the returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 21 minutes with no issues. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -no problem found. -refer to investigation photos.